Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported "line set error" which was observed during evaluation as the device not recognizing an open door. The reported symptom was verified by the presence of related events (system error 320 - latch switch error" and "shut door - power off") discovered through a review of the event history log. Evaluation found the reported symptom to be caused by a failed lower latch switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "line set error". There was no patient involvement. No additional information is available.